Manufacturer narrative:
The facility reported blue residue remaining in endoscopes and hookup tubing after reprocessing in their advantage plus automated endoscope preprocessors. There is concern that intercept detergent used during the manual cleaning phase of reprocessing is not getting rinsed out of their endoscopes. There is potential for chemical exposure to patients which could cause chemical colitis. Medivators field service engineers visited the facility and confirmed proper operation of their advantage plus aers. Medivators clinical education specialist (ces) also visited the facility and confirmed the light blue fluid in the hookup tubing of their aers. The ces reported the blue residue has only been observed when using certain hookups. The ces also observed the facility's manual cleaning process prior to placing the endoscopes in the aers and reported the staff were not properly flushing the endoscopes after using intercept detergent. The root cause of the blue residual remains unknown, however medivators recommended the facility follow through with proper flushing during the manual cleaning phase. It was also recommended they keep track of the specific hookups that have this issue and replace the affected tubing. Lastly, medivators recommended having the endoscope manufacturer (olympus) inspect their endoscopes for possible damage that may be contributing to this issue. It was reported that when the blue residue is observed, the facility reprocesses the endoscopes until they no longer observe the blue residue. There have been no reports of patient harm. This complaint will continue being monitored in medivators complaint handling system.

Event description:
A facility reported blue residue remaining in endoscopes and hookup tubing after reprocessing in their advantage plus automated endoscope preprocessors. There is concern that intercept detergent used during the manual cleaning phase of reprocessing is not getting rinsed out of their endoscopes. There is potential for chemical exposure to patients which could cause chemical colitis.